Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The guidewire body and bonds revealed that the high torque sleeve (hts) and core wire were separated 8cm from the distal tip. The coil wire was still intact and was stretched. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the hts and core wire revealed that there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. A 180x25cm fathom -16 was selected to be advanced to the target lesion located in the hepatic artery. During the procedure, the physician pulled the wire back as it was about to exit from the catheter into the hepatic artery. It was then noted that the distal tip of the wire detached inside the microcatheter. The physician pulled the catheter out of the patients body and the two pieces of wire were removed from the catheter. No patient complications were reported.